Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl. The cause of elevated bg was unknown. Subsequently, customer was hospitalized. Bg was treated with intravenous fluids, and antibiotics as customer had an unspecified infection. Reportedly, the customer was released on (B)(6) 2020 with no permanent damage. Customer believes pump is working as intended and declined further troubleshooting with tandem technical support.